Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained the implantable cardiac monitor (icm) was uncomfortable and felt like it moved around. The device is still in use. No further patient complications have been reported as a result of this event.